Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The clinical observation was confirmed. Since january 29th, 2022 intermittent loss of signal was observed. Based on the information available for analysis, the root cause could not be determined. An analysis of the device itself would be required. Should the device become available, this report will be updated.

Event description:
This device was explanted due to loss of sensing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The implants memory content was inspected. The recorded secgs contained non-physiological artifacts, confirming the observation. A further analysis of the memory content showed no anomalies. A visual inspection of the device revealed a fracture of the antenna close to the feedthrough. Based on the damage symptoms, it is plausible to assume that strong external forces led to this fracture. In conclusion, the analysis revealed an antenna fracture. However, the root cause of the fracture could not be determined.